Manufacturer narrative:
User interface (fluid ingression / main body / barrel clamp seal) - this issue was customer induced via fluid ingression into the main body of the pump as a result of the customer's improper cleaning of the pump. Reference the cleaning and care instructions and cautions found in the important information" and periodic maintenance" sections of the cadd technical service manual and in the important safety information" and safety features" sections of the cadd operator's manual. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that a smiths medical pump fails accuracy -11.5%. No adverse patient effects were reported.